Manufacturer narrative:
Device evaluation is not necessary as the ecchymosis is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient underwent a full revision and during surgery they noted small hematoma in the pocket area. It was noted that during the previous vns surgery, the surgeon also noted hematoma after the patient's car accident. The surgeon decided to replace the leads as well as the generator to not risk another future surgery due to the hematoma and loss of perception of stimulation reported prior to surgery. Per the surgeon, this identified hematoma is a continuation of the hematoma found in the previous vns surgery related to the patient's car accident. No additional relevant information has been received to date.